Manufacturer narrative:
The investigation of automated impella controller (aic) - purge issue ¿ other has been completed. The console logs were consistent with what was reported in the complaint. Further inspection of the console revealed that there was dried glucose on the purge motor. The observed dried glucose likely caused the purge motor to get stuck to the purge housing. Because the purge motor was stuck, it was unable to rotate and purge the line. The root cause of the purge fluid detection issue was a seized purge motor due to dried glucose ingress. G1 reporting contact address was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27557. G1 manufacturing site name and address was erroneously entered on the initial manufacturer device report number 1220648-2025-27557.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. During preparation of the purge system for impella cp placement, an error occurred on the automated impella controller (aic) saying no purge fluid. After troubleshooting it seems that the drive shaft in the aic was blocked and therefore no purge fluid could be pumped. The aic was exchanged and impella was successfully placed. It was further reported that the patient expired soon after arriving at ICU. The minimal interruption in therapy cannot be excluded from the patient¿s outcome.